Manufacturer narrative:
(B)(4). Batch#: 691a75. Additional information was requested, and the following was obtained: did the device cut the tissue? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). When trying to staple the appendix, we noticed the handle on the device was very hard to close. After several tries, we managed to close the closing handle. However when attempting to fire the device, we notice only have the reloads were fired/stapled. We opened a new device and reload, which worked with no issues. Half the reloads were fired/stapled. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria and during the functional testing, the device opened and closed without any difficulties noted. The device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The condition notes on the reload are related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon was not able to staple instrument (ats45) with white reload (tr45w). Customer had to discard instrument and use a new device and reload. No patient consequences reported. No further information is available.